Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient had skin burning sensations under the sensor which prompted her to consult a physician who advised her to remove the sensor. Upon sensor removal, the patient had redness and an infection under the sensor pod area. The patient was prescribed an oral antibiotic medication (sulfamethoxazole-trimethoprim 800-160 mg tablets, twice a day for 7 days), and the infection healed after treatment. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.